Manufacturer narrative:
.

Event description:
It was reported that the physician was unable to handle the lead due to a blood clot formation. After handling of the wire, blood influx occurred. The lead was replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.